Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that the patient's impedance check showed electrode #13 to be >20k ohm at 1.5v. The cause of the high impedance was undetermined. There was no complaint reported by the patient. The patient does not have programming on that electrode, and the patient is receiving therapy. No interventions/actions are planned. No further complications were reported. No patient symptoms were reported.